Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.